Event description:
The device evaluation identified a reportable malfunction, cracked or broken pivot point, unrelated to the original complaint which, was a non-reportable event.

Manufacturer narrative:
The lab evaluation confirmed a broken pivot point.